Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-08908. Related manufacturer reference number: 2017865-2020-08909. It was reported that the patient was admitted to the hospital upon developing an infection. The patient's implantable cardioverter defibrillator, atrial and ventricular leads were all explanted. The patient was stable.